Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6)2025. On the same day, it was reported that around 1150pm, the patient¿s wife found the patient sweaty and unconscious. No cgm or bg meter reading was reported at this time. The patient¿s wife treated the patient with 2 doses of baqsimi (nasal glucagon) and 15 grams of glucose. She then called emergency medical services (ems). Once ems arrived around 1210am, the patient was treated with an unspecified IV. His bg meter reading was 50 mg/dl. No cgm comparison value was reported. Around 140am, the patient¿s cgm was reading 54 mg/dl, and the bg meter was reading 80 mg/dl. There was no documentation of the patient being taken to the emergency room (ER). The patient was ¿fine and recovered¿ at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. When the patient was unconscious, there were no reported glucose values available to search within the parkes error grid calculator. When ems arrived, there was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.